Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had an over infusion. The clinician programmed the pump to deliver zosyn (concentration "3.375" units unspecified), to deliver in 4-hours but found the content was delivered in 2 hours and 43 minutes. There was patient involvement but no harm.

Event description:
It was reported that the device had an over infusion. The clinician programmed the pump to deliver zosyn (concentration "3.375" units unspecified), to deliver in 4-hours but found the content was delivered in 2 hours and 43 minutes. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: reason code for no evaluation, if other specify, reason code for no evaluation, if other specify, imdrf annex a, b, c, d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text: not applicable. Device evaluated by bd.

Manufacturer narrative:
Additional information: imdrf annex g grid. Omit: g0405213 - screw.

Event description:
It was reported that the device had an over infusion. The clinician programmed the pump to deliver zosyn (concentration "3.375" units unspecified), to deliver in 4-hours but found the content was delivered in 2 hours and 43 minutes. There was patient involvement but no harm.